Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had broken sensor cannula. Customer stated that sensor last only 1 day due to lost of connection. It was impossible to reconnect it sensor cannula break. Customer stated that sensor put into message of updating during more than 3 hours just after the end of initialization. Customer stated that sensor adhesive patch anomaly as tape peal off after 24 hours of use calibration rejected. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.